Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the doctors did not know what caused the patient's condition that led to reanimation. It was stated that the latest news was the patient had left the hospital and was now in a reeducation center. There was no further information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign manufacturer representative (for, rep) indicated that if they remembered correctly it was a pump refill. The rep did not remember the drugs prescription and they didn't have the details of that.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine and ropivacaine (naropin) via an implantable pump. It was reported that the patient's medical history included femur prosthesis infection evolving since (B)(6) 2022 and causing disabling pain. On (B)(6)2024, initial pump programming occur red and the morphine (20 mg/ml) dose rate was 0.9 mg/24 hours. An x-ray control showed correct positioning of the intrathecal catheter. On (B)(6)2024, the flow rate was increased in the event of persistent pain. On (B)(6)2024, xray showed the end of the catheter in the lumbar canal in front of t7 t8. It was further reported that on (B)(6)2024 "-15hour", administration occurred via the pump of ropivacaine at 6 mg/24 hours and morphine at 1 mg/24 hours from a preparation made at the pharmacy. On (B)(6)2024, the patient experienced iatrogenic coma. Hypovigilance and respiratory distress with saturation at 56%, and transfer to resuscitation following coma of iatrogenic origin concomitant with the administration of intrathecal ropivacaine was further indicated. The patient was transferred to intensive care. The pump was decreased to 0.048 mg/24 hours morphine and 0.288 ropivacaine. The telemetry of the pump did not show any malfunction of the device. Emptying of the pump and refilling with saline was further noted. It was unknown if the issue was resolved as of (B)(6) 2025. The pump remained implanted and in-service. The patient's gender, age, and weight at the time of the event was unknown or would not be made available. It was indicated that the event was reported to a competent authority; reference number (B)(4).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative. Regarding if it was a planned refill appointment or if it was an appointment to change the pump medication based on the patient¿s symptoms, it was clarified that it was a pump refill that had occurred on (B)(6) 2024. The pump logs were unable to be obtained. No further additional information was since received from the healthcare provider.